Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath/dilator assembly for analysis. No definite signs of use were observed on the components. Visual analysis revealed that the dilator tip was damaged. Microscopic examination confirmed the damage and revealed that the tip was split/frayed. This defect is consistent with damage due to undue force applied during insertion. The dilator length from the hub to the distal tip measured 12 3/4", which is within the specification limits of 12 1/2 - 13" per the dilator product drawing. The dilator outer diameter measured 0.07215", which is within the specification limits of 0.071 - 0.074" per the dilator extrusion graphic. The dilator inner diameter at the distal tip could not be accurately measured due to the damage. The dilator was functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tapered tip of sheath/dilator assembly over spring-wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position". A lab inventory guide wire was inserted through the distal tip of the returned dilator. The guide wire passed through the dilator with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in removing guide wire or sheath/dilator." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was slightly split/frayed. The appearance of the damage is consistent with undue force being applied onto the dilator during insertion. The dilator passed all relevant dimensional and functional inspection, and a device history record review was performed with no relevant findings. Based on the analysis of the returned sample, and the customer report, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported during the procedure the physician "found tip of the dilator cracked, could not make it go through the skin". A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition was reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported during the procedure the physician "found tip of the dilator cracked, could not make it go through the skin". A new kit was opened to finish the procedure. No patient harm was reported. The patient's condition was reported as fine.